Event description:
Mobi-c p&f us : implant position incorrect during releasing. The sales representative reports on nov. 09th 2018 that the implant was attempted to be inserted at c5/6. The implant was fully seated in the disc space, no lateral nor caudal/cephalad movement of the inserter was noticed. Compresson was achieved with the caspar distractors to ensure endplate teeth engagement. After the unlocking ring was used to remove the inserter from the implant, the peek cartridge was already dismantled. After removing the peek cartridge the implant was visibly twisted. The inferior endplate seemed to have twisted. The surgeon was not happy with the final placement of the implant as he was unsure what the twisting could result in posteriorly and laterally. The surgeon removed the implant and replaced it with the a new implant of the same footprint and height. Acceptable placement was achieved. No harm to the patient. Delay not sup to 30 min. Additional information on november, 22th 2018: the patient is alive and well. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). The disc space was under distraction during insertion. The surgeon did not encounter resistance while inserting prosthesis. No difference in surgical steps between the first and the second implant have been noticed. No images available. The surgeon did not use the mobi-c no touch level. He takes care to check the inserter is midline as insertion occurs. The surgeon did not use the mobi-c distraction forceps. A complete disectomy with pll release was achieved resulting in parallel distraction without the need of distraction forceps. No more information available.

Manufacturer narrative:
This medwatch is submitted to send the result of the investigation of this complaint. A2, b4, e1, g1-2, g7, h2, h6 and h10 were updated. From the information provided based on the zper, the product history records and the recurrence of this type of event for this product, the investigation found no evidence to indicate a device related issue. As the surgeon did not follow some steps of the instructions, it could be hypothesized that the preparation of the intersomatic disc space was poorly performed, causing the incorrect implant position. Indeed, it was reported that a complete disectomy with the posterior longitudinal ligament release was achieved, resulting in parallel distraction without the need of distraction forceps. It is stated in the surgical technique that releasing the posterior longitudinal ligament may help to obtain parallel distraction but the use of the mobi-c distraction forceps is clearly stated. It is also stated in the surgical technique that it is important to achieve parallel distraction by using the caspar distractor to maintain the parallel distraction achieved by the paddle distractor (step 3: parallel distraction). It was also reported that the surgeon did not use the mobi-c level, whose use is to check the correct position in rotation of the implant holder. The use of the mobi-c level could have allowed a parallel insertion of the implant into the intervertebral disc space. Its use is clearly stated in the surgical technique (step 10: verify insertion trajectory). The root cause is user error. As the product was not returned to the manufacturer, the product evaluation could not be performed. Upon receipt of the product, the product evaluation will be performed. If the product evaluation sheds new light on the investigation, the root cause of the complaint will be re-evaluated.

Manufacturer narrative:
The product was not returned to ldr medical yet. The reporter indicated that he returned the device for evaluation. "It waiting". The review of the device history records and the traceability did not reveal any non-conformances to specifications or deviations in procedure that might have contributed to the reported event. The investigation still in progress. Conclusion not yet available.

Event description:
Mobi-c p&f us: implant position incorrect during releasing. The sales representative reports on (B)(6) 2018 that the implant was attempted to be inserted at c5/6. The implant was fully seated in the disc space; no lateral nor caudal/cephalad movement of the inserter was noticed. "Compresson" was achieved with the caspar distractors to ensure endplate teeth engagement. After the unlocking ring was used to remove the inserter from the implant, the peek cartridge was already dismantled. After removing the peek cartridge the implant was visibly twisted. The inferior endplate seemed to have twisted. The surgeon was not happy with the final placement of the implant as he was unsure what the twisting could result in posteriorly and laterally. The surgeon removed the implant and replaced it with the a new implant of the same footprint and height. Acceptable placement was achieved. No harm to the patient. Delay not sup to 30 min. Additional information on (B)(4) 2018: the patient is alive and well. The depth stop adjustment was set initially at zero. The surgical technique was followed at the mobi-c loading on inserter (¿take care to stop threading as soon as full contact is achieved in order to avoid premature opening of the peek cartridge and releasing the implant.¿). The disc space was under distraction during insertion. The surgeon did not encounter resistance while inserting prosthesis. No difference in surgical steps between the first and the second implant have been noticed. No images available. The surgeon did not use the mobi-c no touch level. He takes care to check the inserter is midline as insertion occurs. The surgeon did not use the mobi-c distraction forceps. A complete "disectomy" with pll release was achieved resulting in parallel distraction without the need of distraction forceps.